Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a procedure to treat an ankle fracture with screws and a plate. During the operation, the 2.5mm drill bit broke and the tip was left in the patient. Postoperatively, the patient returned to the clinic presenting with discomfort. No further information has been provided.

Manufacturer narrative:
The device used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.